Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was able to replicate the customer's reported complaint of instrument not being recognized by the system. The instrument was placed on an in-house system for recognition test, instrument passed on first attempt however, after multiple attempts the recognition failed. Failure analysis confirmed that there were problems with the pogo pins. The pogo pins displayed wear marks. The wear marks may decrease recognition. Additional observation not reported by site was that the instrument grips -tips was bent. One grip was bent, causing side to side misalignment of grips. There was a .026 offset at the tips. The bent grip exhibits separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. The yaw pulley displayed an area of missing material. The electrical continuity passed. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. No other damages were found on the instrument. The instruments and accessories user manual specifically states:general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reported complaint of instrument not being recognized by the system does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the yaw pulley displayed an area of missing material found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that the maryland bipolar forceps instrument was not recognized by the system. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.